Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. How much bleeding occurred? Did the patient require a blood transfusion?

Event description:
It was reported that during a pulmonary lobectomy procedure, doctor stapling the pulmonary vein, verified that the stapler cut without stapling, causing much blood and having to be sutured with stitches to vein. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information requested and received: how much bleeding occurred? - there was normal bleeding in the vein because the stapler cut without stapling. However, it was solved by using a surgical suture thread. Did the patient require a blood transfusion? - no if yes: how much bleeding occurred? - just a little bleeding.